Event description:
Tip of "ligasure exact dissector" hand piece broke off while dissecting neck of patient. Broken tip was retrieved without incidence. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure (per site reporter) vendor was notified on [redacted]. A return kit was sent to [redacted] for the sample return.